Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump operating currents are within the specification, no unexpected low battery, off no power or failed battery test alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.

Event description:
It was reported that the insulin pump failed the battery test each time the customer attempted to insert a new battery. The customer was not aware of dropping or bumping the device. The battery cap was not loose or damage inside or out. The battery compartment and the battery cap were cleaned with cotton swab and then inserted a new battery, but the failed battery alarm continued. No further information was provided.